Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator was alarming for low o2-concentration. No information about patient involvement. (B)(4).

Event description:
Manufacturer ref. #:(B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse) and no fault was found during a simulated use test. No part was replaced and no new events on this ventilator have been reported until this date. Evaluation of the received device logs shows a matching event on the reported event day. At the time period june 20 02:11 to june 25 07:12, had several alarms for low o2 concentration. The pre-use check was confirmed to be successful both before and after the event. Since we could trace back the reported problem to june 20, therefore the date of event was determined as (B)(6)2018. Based on the device log evaluation our conclusion is that the problem was intermittent characteristic and that the event was likely caused by a faulty nozzle unit in the air-gas module. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).